Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral rupture per MRI."

Event description:
Physician reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp assessed as to a fold flaw opening with non-penetrating nicks around the opening and missing piece of the shell assessed as to inconclusive. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.